Manufacturer narrative:
No product was returned for investigation. The cause of delivery issue is determined to be patient condition because the pump was unable to pass through vasculature due to patient anatomy and the pump was unable to was unable to be advanced further beyond abdominal aorta despite multiple attempts and the insertion was aborted. The device passed all post sterile inspection checks.

Event description:
It was reported that implantation of an impella cp could not be completed due to anatomic limitations beyond the iliofemoral and into the aorta. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.